Event description:
The us complainant had a purge disc failure on the aic (automated impella controller) for a 5.5 support. The team followed IFU recommendations and replaced the aic with the backup console. No harm or injury noted.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, testing was performed. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). The purge flag was replaced, the purge assembly was cleaned, preventive maintenance was performed, a functional check on the console and optical system conducted before the console was returned to the customer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.